Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The member reported that the cuff got so tight around their arm that it caused bruising that lasted for a few days.